Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had inappropriate atp therapy due to t-wave oversensing caused by insufficient rv sensing. An additional pace/sense lead was added and the old lead was left in service with only defibrillation part active. The procedure was without complications and the patient condition was good through out.